Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination, however review of the provided information confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination, however review of the provided information confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot, null. Device history batch, null. Device history review, null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: legal claim and medical records received (B)(6) 2017. Update (B)(6) 2017 medical records and xrays received. Revision due to subsidence of femoral component with evident loosening. On (B)(6) 2017, (B)(6) 2017, (B)(6) 2017 medical records and claim letter have been reviewed. (B)(6) 2015 primary operative notes indicate the patient received a left total knee arthroplasty due to left knee osteoarthritis. The procedure was completed without complication indicated by the surgeon. Post-op radiographic imaging (B)(6) 2015, reveals satisfactory postoperative appearance of the left knee prosthesis. (Implants pg 13 2nd document). On (B)(6) 2016 radiographic report findings reveal there is subsidence of the femoral component left knee, the degree of subsidence has increased, resulting in increased varus angulation of the left knee. No subsidence of the tibial component. There is a moderate joint effusion. On (B)(6) 2016 revision notes indicate the patient received a revision left total knee arthroplasty due to prosthetic joint loosening. Indications reveal the patient was found to have subsidence of femoral component with evident loosening. Procedure notes indicate the femur was completely loose and was able to be removed by hand. Significant damage was appreciated to the femur with medial femoral condyle destruction and partial destruction of the lateral femoral condyle. The procedure was completed without complication indicated by the surgeon. Radiographic imaging post-op (B)(6) 2016 reveals there is no fracture or new abnormality identified. Radiographic imaging (B)(6) 2017 reveals constrained left knee arthroplasty unchanged from previous exam. No hardware loosening or displacement. Patellofemoral alignment appears normal. No joint effusion. Updated 9-21-2017. / / investigation method: no device associated with this report was received for examination, however review of the provided x-rays confirms femoral implant subsidence. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Investigational inputs were requested as indicated per internal procedures for this failure mode. The provided x-rays were reviewed via comact-650226. The provided medial records were reviewed by a depuy medical professional. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. Medical records reviewed (4 dec 2017) - (ch) from a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. See attached report. / / investigation summary: legal claim and medical records received (B)(6) 2017. Update 09-07-17 medical records and xrays received. Revision due to subsidence of femoral component with evident loosening. No device associated with this report was received for examination, however review of the provided x-rays confirms femoral implant subsidence. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Updated (B)(6) 2017: litigation has been received. Litigation alleges a failed/defective attune device. There is no new information that would change the MDR decision.

Manufacturer narrative:
Product complaint#: (B)(4). H10: the information on this report should have submitted under follow-up #3, but was erroneously submitted as follow-up #5.  This report is being electronically submitted at the request of the FDA to correct an error in the sequential numbering of the follow-up reports. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: no device associated with this report was received for examination, however review of the provided information confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: legal claim and medical records received aug 24, 2017. Update 09-07-17 medical records and xrays received. Revision due to subsidence of femoral component with evident loosening. (B)(6) 2017, (B)(6) 2017, (B)(6) 2017 medical records and claim letter have been reviewed. (B)(6) 2015 primary operative notes indicate the patient received a left total knee arthroplasty due to left knee osteoarthritis. The procedure was completed without complication indicated by the surgeon. Post-op radiographic imaging (B)(6) 2015 reveals satisfactory postoperative appearance of the left knee prosthesis. (Implants pg 13 2nd document). (B)(6) 2016 radiographic report findings reveal there is subsidence of the femoral component left knee, the degree of subsidence has increased, resulting in increased varus angulation of the left knee. No subsidence of the tibial component. There is a moderate joint effusion. (B)(6) 2016 revision notes indicate the patient received a revision left total knee arthroplasty due to prosthetic joint loosening. Indications reveal the patient was found to have subsidence of femoral component with evident loosening. Procedure notes indicate the femur was completely loose and was able to be removed by hand. Significant damage was appreciated to the femur with medial femoral condyle destruction and partial destruction of the lateral femoral condyle. The procedure was completed without complication indicated by the surgeon. Radiographic imaging post-op (B)(6) 2016 reveals there is no fracture or new abnormality identified. Radiographic imaging (B)(6) 2017 reveals constrained left knee arthroplasty unchanged from previous exam. No hardware loosening or displacement. Patellofemoral alignment appears normal. No joint effusion. Updated 9-21-2017. / / investigation method: no device associated with this report was received for examination, however review of the provided x-rays confirms femoral implant subsidence. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Investigational inputs were requested as indicated per internal procedures for this failure mode. The provided x-rays were reviewed via comact-650226. The provided medial records were reviewed by a depuy medical professional. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Medical records reviewed (4 dec 2017) - (ch) from a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. See attached report. / / investigation summary: legal claim and medical records received aug 24, 2017. Update 09-07-17 medical records and xrays received. Revision due to subsidence of femoral component with evident loosening. No device associated with this report was received for examination, however review of the provided x-rays confirms femoral implant subsidence. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Updated 22-dec-2017: litigation has been received. Litigation alleges a failed/defective attune device. There is no new information that would change the MDR decision.

Manufacturer narrative:
Product complaint # (B)(4). H10: the information on this report should have submitted under follow-up #2, but was erroneously submitted as follow-up #4.  This report is being electronically submitted at the request of the FDA to correct an error in the sequential numbering of the follow-up reports. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination, however review of the provided information confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null; device history batch: null; device history review: null; if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D2b and g1.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal claim and medical records received (B)(6) 2017. Update (B)(6) 2017 medical records and xrays received. Revision due to subsidence of femoral component with evident loosening. On (B)(6) 2017 medical records and claim letter have been reviewed. On (B)(6) 2015 primary operative notes indicate the patient received a left total knee arthroplasty due to left knee osteoarthritis. The procedure was completed without complication indicated by the surgeon. Post-op radiographic imaging (B)(6) 2015 reveals satisfactory postoperative appearance of the left knee prosthesis. (Implants (B)(6) 2nd document). On (B)(6) 2016 radiographic report findings reveal there is subsidence of the femoral component left knee, the degree of subsidence has increased, resulting in increased varus angulation of the left knee. No subsidence of the tibial component. There is a moderate joint effusion. On (B)(6) 2016 revision notes indicate the patient received a revision left total knee arthroplasty due to prosthetic joint loosening. Indications reveal the patient was found to have subsidence of femoral component with evident loosening. Procedure notes indicate the femur was completely loose and was able to be removed by hand. Significant damage was appreciated to the femur with medial femoral condyle destruction and partial destruction of the lateral femoral condyle. The procedure was completed without complication indicated by the surgeon. Radiographic imaging post-op (B)(6) 2016 reveals there is no fracture or new abnormality identified. Radiographic imaging (B)(6) 2017 reveals constrained left knee arthroplasty unchanged from previous exam. No hardware loosening or displacement. Patellofemoral alignment appears normal. No joint effusion. Updated (B)(6) 2017.

Manufacturer narrative:
No device associated with this report was received for examination, however review of the provided x-rays confirms the reported event. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.